Event description:
It was reported that during a femoral dilatation procedure, stent placement difficulties occurred. The lesion was located in the femoral artery. Lesion details are unk. The epic biliary 8x61mm stent was advanced to the lesion. The physician reported difficulty placing the stent, and "the stent was advancing more than all other stents." The angiographic results were good. One day post procedure, the physician removed the epic stent, due to total occlusion. The pt was sent for a bypass operation. The pt was reportedly "feeling bad" before the surgery. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.